Event description:
Customer reported device = 327 mg/dl. A stat lab = 218 mg/dl. No treatment was given. The patient has an amputation of the "great" toe. Controls were in range. A request was made for return product and replacement product was sent.